Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. This change resolved the issue, allowing the caller to resume insulin delivery.